Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified the liquid crystal display (lcd) had failed. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported display damaged which was reproduced upon power up. The damaged display was verified through evaluation and found to be caused by a failed lcd. The device was retained by baxter and a replacement device was sent. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump has a damaged display. There was no known patient injury or medical intervention associated with this event. No additional information is available.